Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a posterolateral lumbar fusion at l4-5 using rhbmp-2/acs, combined with locally harvested bone graft material placed inside of a peek cage. Following the surgery, the patient developed back pain and radiating pain through his left leg. The patient underwent additional imaging. An x-ray dated (B)(6) 2010 demonstrated that the patient had developed narrowing of the left l4 neural foramen. The patient required an additional surgery to remove the previously implanted hardware on (B)(6) 2011. The patient has never recovered from his surgery, and he has daily, disabling pain that prevents him from performing many basic activities of daily living.

Event description:
It was reported that on: (B)(6) 2007: the patient presented with l4-5 degenerative disc disease and facet arthropathy. Axial/mechanical back pain. Lumbar radiculopathy. The patient underwent the following procedures: left l4 hemilaminectomy. Left l4-5 posterior inter-body arthrodesis, tlif, via minimally invasive approach. L4-5 posterolateral arthrodesis. Unilateral left l4-5 pedicle screw fixation. L4-5 spinous process fixation. Insertion of inter-vertebral biomechanical device to facilitate fusion at l4-5 disc space. Harvest of local autograft. Use of navigation to facilitate safe placement of instrumentation. As per-op notes, "additional bone graft material and rhbmp-2/acs were placed over the lamina to facilitate a posterolateral fusion." No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.